Event description:
It was reported an angio-seal was used in the right leg, post angioplasty procedure. The angio-seal was deployed, with nothing unusual being noticed. Instant hemostasis was achieved and the suture was cut at the skin surface. Twenty days later, the patient returned complaining of left leg pain. An angiogram revealed a filling defect at the vascular access site where the angio-seal was deployed. Reportedly, the filling defect resembled the shape of the angio-seal anchor. It was thought that the angio-seal anchor may not be sitting flush with arterial wall. The patient was referred to vascular surgeons who have scheduled the patient for surgery in the next two weeks.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.